Event description:
Surgeon was performing a colectomy case, attempted to suture colon with a covidien ta auto suture stapler with dts series technology. Surgeon discovered that the stapler had failed to secure the distal segment of the colon. Surgeon stated that this stapler did not have staples in it. Operating room (or) unit director notified. Or circulators then procured the defective device from the field with attending documentation and identification given to manager with surgeon's knowledge. Procedural note from about two weeks ago : ... A thickened and diseased descending and sigmoid colon was encountered. At this point, the mesentery became much more thickened, friable and hemorrhagic but was controlled again with electrocautery and several ties as the mesentery was divided close to the recto sigmoid junction. Once the superior portion of the rectum and inferior portion of the sigmoid were breached, the thickened and inflamed fat was dissected off the colon, and a stapler was applied to this exposed area of bowel. A good fit with stapler around the bowel was noted; however, when the stapler was fired, the bowel was transected, but no staples were introduced into the specimen. As such, it was sent as a specimen, and the colon was then over sewn using 3-0 vicryl pops in a lembert single layer fashion. Good apposition of the bowel was appreciated with no evidence of any hemorrhage or ischemia at the site of the rectal stump closure. The abdomen was then thoroughly inspected. There was no sign of any ongoing hemorrhage or any other contamination. ... Post operative period progressed as expected and was discharged three days after procedure